Event description:
This lead was impanted on (B)(6) 2014 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead threshold had increased, impedance had dropped in lead trends and that the patient was only getting intermittent had dropped in lead trends and that the patient was only getting intermittent capture and biv pacing. The physician was (B)(6) no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).